Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet attachment. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr); there were no challenges reported during the procedure. The leaflet capture appeared satisfactory and one mitraclip was implanted reducing mr to grade 1. On (B)(6) 2018 the mr was grade 3-4 and a single leaflet device attachment was noted, but the patient remained stable until mid july when the patient was re-admitted for heart failure. A re-clip procedure was performed on (B)(6) 2018 with two additional mitraclips reducing mr grade to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the single leaflet device attachment (slda) and heart failure could not be determined, but could possibly be related to challenging patient anatomy; however, this cannot be confirmed. It is possible that the patient anatomy/morphology contributed to the reported event; however, this cannot be confirmed. The mr is due to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.